Event description:
The basket on the ptd separated during a procedure in a graft, and had to be removed in the or. The graft was a loop gortex graft with an "intra-coil stent" in place. There were no pt complications associated with this event.